Event description:
A device was returned to a third-party service center for evaluation. There was no harm or serious injury reported. During evaluation of the device, the technician observed foam particles inside the device assembly. Dust/dirt was also observed inside the device. Error code 53 (indicating an issue with the pca) was found in the device log history. The device was scrapped at the customer's request.